Event description:
Customer called to report that he had two sensors break off while in his body. About 1/4 of inch broke off while inserter on the right side of abdomen. Customer removed the wire or cannula with tweezers. He will return the item for analysis. Advised customer that the sensors will be replaced. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed a visual inspection and found a broken electrode from base of sensor, remaining piece of electrode was returned. Unable to confirm customer received damaged sensor due to customer returning the product opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.